Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection and investigation has shown that the length on the label does not correspond with the actual length of the plate. The label shows a length of 51mm but the plate has a length of 47mm. This is a labeling fault. The plate itself is correct and does correspond to the actual specification. This fault of the label was caused by a design harmonization. The plate itself is manufactured according to the specification. This discrepancy has no influence on the performance of this article as the length difference was previously caused by different shapes of the plates before harmonization. This complaint has been determined to be valid. A CAPA determination request has been initiated. (B)(4).

Event description:
Wrong length in package. This is 1 of 1 report for this complaint (B)(4).